Event description:
It was reported that the patient received several inappropriate shocks. Egms showed noise on the rv channel. The noise was reproduced. During the surgical procedure, insulation anomaly was observed.

Manufacturer narrative:
Analysis revealed that several filars of the sensing coil were fractured close to the connector ring. The fracture is characteristic of when the connector ring crimp is exposed outside of the connector bore. The sensing coil was exposed to increased stress and accelerated fatigue, over time resulting in fracture. This could explain the reported oversensing.